Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black and white particulate matter was observed in nineteen (19) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured from may 12, 2020 - may 14, 2020. H10: only eighteen (18) actual samples were received for evaluation. The other sample was not received and therefore, could not be evaluated. A visual inspection along with magnification was performed which observed loose particle matter (pm) inside the fill port connectors of five (5) samples only. The pm was further analyzed using light microscopy. The pm was further described as: two (2) bags had white (embedded) particle in the side, one (1) bag had a colorless particle (abraded inner surface of port tube), one (1) bag had a tan fiber identified as paper, and one (1) bag had a blue (synthetic) fiber identified to be acrylic. The reported condition was verified in five (5) samples; however, not verified for thirteen (13) samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.